Event description:
Medtronic received information that 28 months following the implant of this aortic root bioprosthetic valve (used in the pulmonic position), echocardiographic findings revealed severe pulmonary stenosis. Peak gradient was 65 mmhg and mean gradient was 39 mmhg. When compared to the previous echocardiogram performed one year prior, the transpulmonic valve gradient had increased. It was reported that there was fibrous tissue on top of the leaflets and scar tissue on the leaflets on the pulmonary side (sitting like a cap on the leaflets). The valve was explanted almost 31 months following implant and replaced with a porcine valve. No adverse patient effects have been reported.

Manufacturer narrative:
Product analysis: the device has not been returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. Should the product be returned, a follow up report will be submitted. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Since the initial medwatch was submitted, the device has been returned to medtronic and evaluated. Product analysis: upon receipt at medtronic's quality laboratory, pledgets remained attached to the sewing ring on the inflow. The sewing ring appeared everted. A "bunching-like" appearance was noted on the sewing ring and cloth cover adjacent to the right coronary sinus. All leaflets appeared slightly stiff but flexible the right non-coronary inferior coaptive area appeared to have pushed in to the right cusp on the inflow creating a crease or fold as a possible result of the everted sewing ring. The non-coronary left and left right commissures were intact. A small tear noted on the right non-coronary commissure appeared to have occurred during explant. A thick remnant of glistening off-white pannus attached to the inflow adjacent to the left cusp appeared to have extended onto the inflow, prior to explant, showing evidence of a reduced inflow orifice area. The thin, round edges along the leaflet side of the pannus appeared consistent with historical events where pannus extended significantly on the inflow of the leaflets. This particular remnant of pannus appeared to have been detached from the inflow during explant. An unknown amount of pannus appeared to have been removed on the inflow and outflow during explant. Radiography showed no evidence of mineralization in the valve and/or host tissue. Conclusion: reduced performance of the valve is attributed to host tissue overgrowth. This finding is generally considered a patient related condition and a known adverse effect for bioprosthetic valves. It is unknown if the placement position contributed to the event. Per the instructions for use (IFU), freestyle aortic root bioprosthesis is indicated for the replacement of malfunctioning native or prosthetic aortic valves with the option of aortic root replacement. In addition, analysis noted that the sewing ring appeared inverted. The IFU cautions against everting (rolling outward) the inflow end of the bioprosthesis when suturing the valve to the patient's annulus. Eversion could damage the valve tissue. The device history record was reviewed and showed that this product met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. (B)(6). (B)(4).